Event description:
Pt has bilateral silicone breast implants in 1978. In jan. Of this yr the pt had her annual mammogram which was more difficult than usual and left her with extensive bruising and swelling in the rt. Breast. A f/u mammogram revealed a rupture of the rt implant. The pt was taken to surgery and the rt implant was found to be heavily calcified with a very crunchy texture and copious amounts of chalky fluid with bits of calcium flecks extruded from the capsular opening. The implant was found to have a rupture in the upper outer quadrant which was demonstrated on the mammogram. The wall of the implant was essentially disintegrating and had very little integrity accounting for the probable silicone leaking. The lt implant revealed a brown serous fluid which was within the capsule and a capsular seroma had formed. The implant was found also to be partially ruptured with the wall disintegrating. There was also a tannish peel that was within the implant itself that was fungating outward and the peel was evident on the interior surface of the capsule. Bilateral reconstruction was carried out with replacement of 375cc, mentor saline implants.